Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis result showed that under-sensing, noisy signals and high-capture-threshold allegations were not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. Visual and x-ray inspection showed a deformed helix and a stretched-out inner coiled near the lead tip induced explant damage. In addition, the lead tip appears intact and undamaged.

Event description:
It was reported that this right atrial (ra) lead was explanted due to undersensing, high capture thresholds, and noise with no oversensing. The lead was then replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to undersensing, high capture thresholds, and noise with no oversensing. The lead was then replaced. No additional adverse patient effects were reported.